Event description:
It was reported that on (B)(6), 2011 the patient noted the pump had powered off for two to three hours. At that time, the patient obtained a blood glucose reading of 480 mg/dl. He did not experience any symptoms of high or low blood glucose levels. The patient replaced the pump battery and the pump powered on; he was able to correct his blood glucose level using the pump. Troubleshooting revealed no damage to the battery cap or compartment.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history did not indicate any unusual reboots. The pump was exercised for 24 hours with no power interruptions. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.